Manufacturer narrative:
Philips service retightened the power supply connections, and the system is under observation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the c-arm failed to perform movements due to a power supply issue on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.